Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm rupture. Additionally, per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On an unknown date in (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, the patient reportedly presented at the facility with ¿general malaise¿, and a blood transfusion was performed due to anemia. According to the report, computed tomographic imaging revealed a ruptured abdominal aortic aneurysm, and the patient underwent emergency re-intervention. It was reported that procedural angiography additionally showed a distal type I endoleak, and a type ii endoleak originating from a lumbar artery. According to the report, significant calcification was present in the left common iliac artery, and the 18mm contralateral limb on the left side had a lack of circumferential apposition to the vessel wall. It was reported the left internal iliac artery was coil embolized, and an additional stent graft was deployed to extend the device system into the left external iliac artery. Both the ruptured aneurysm and the distal type I endoleak were reportedly resolved by the re-intervention procedure. The type ii endoleak was left untreated and will be monitored by the physician. The patient tolerated the procedure. According to the physician, the cause of the rupture was not confirmed, but the form of the aneurysm may have been a contributing factor.